Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting shock impedance out of range. Technical services (ts) was consulted and recommended increasing impedance limit. The device remains in service. No adverse patient effects were reported.